Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force senor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer stated the drive support cap was normal. Customer stated that the insulin was squirting out during manual prime process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.